Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties stated in the complaint could not be determined.

Event description:
Horizon clinical trail. It was reported that 144 days following a coronary artery stenting procedure the patient developed in-stent restenosis. At the time of the index procedure, a 2.5x20mm express2 bare metal stent was placed in the distal rca (right coronary artery). The patient presented 144 days post procedure with acute onset shortness of breath and dyspnea on exertion. CT of the chest showed cardiac enlargement and copd changes. The patient also had an abdominal aortic aneurysm measuring 3.5x3.0. The patient's cardiac enzymes were also elevated. The patient was found to have 50% in-stent restenosis and was treated with implant of a stent. The patient was discharged two days later in stable condition.